Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of diabetic ketoacidosis. It was reported that the patient's blood glucose was elevated and they were vomiting starting two days earlier. Upon admit, the patient was diagnosed with dka and was treated with an insulin drip. The patient reports there is some physical damage to the device housing and the cap that retains the insulin cartridge, with multiple cracks visible on the device. Further, they report that this damage has made the cap loose and hard to fit on the pump for greater than a month. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. The patient's report of damage to the pump housing and to the cartridge retention cap was verified. This damage did result in the device's inability to operate properly. We were unable to determine when or how the device became damaged.